Manufacturer narrative:
The complete manufacturing and material records for the mitroflow bioprosthetic pericardial heart valve, model # 12a21, s/n # (B)(4) , were pulled and reviewed by quality control at livanova canada corp. The results confirmed that this valve satisfied all material, visual, and performance standards required for a 12a21 mitroflow aortic pericardial heart valve at the time of manufacture and release including the functional open/close video prior to release. This mitroflow valve was explanted after 1 year and 7 months due to a reported prosthetic regurgitation and calcification. Leaflet calcification, detected with visual, x-ray and histological analyses, caused stiffening and led to progressive valve stenosis. Aortic insufficiency likely resulted from an inadequate leaflet coaptation caused by calcification of the leaflets. There was no evidence of endocarditis in the returned valve. As reported in the scientific literature, structural dysfunction is the major cause of failure of bioprosthetic heart valves and the principal underlying pathologic process is cuspal calcification. Calcification can also cause stenosis due to cuspal stiffening. Calcific deposits are usually localized to cuspal tissue (intrinsic calcification) .

Manufacturer narrative:
The patient's medical history of dialysis treatment is a risk factor related to the use of this device.

Event description:
On 22-may-2017 the manufacturer was notified of a mitroflow 12a21 valve that was explanted on (B)(6) 2017 after 1.57 years. The valve was implanted on (B)(6) 2015, the patient has medical history of dialysis treatment. In (B)(6) 2017 during a routine follow up pressure gradient (peak) was around 50 mmhg. During the latest follow up (unknown date) the pressure gradient (peak) was increased to 100 mmhg. Aortic regurgitation, and leaflet immobility in two leaflets due to calcification were confirmed with only one leaflet moving. On (B)(6) 2017 the mitroflow valve was explanted and a mechanical valve was implanted. The physician has commented that the patient's medical history of dialysis treatment has likely led to the calcification and aortic regurgitation observed.